Event description:
It was reported by the customer that when using the bd pyxis¿ anesthesia station es system was very slow. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was very slow. A technical support specialist (tss) dialed into the station, then disabled the netbios (network basic input/output system), then run sfc/scannow in operating system to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.